Event description:
Customer reporting a false positive reaction to the anti-b microtube to the abd/rev gel cards lot# 012315037-22. Patient was tested with the listed lot of cards. A false positive reaction 3-4+ was noted in the anti-b microtube with a sample that had a history of blood group a. Customer reports affected patient results were acceptable after troubleshooting. Cts confirmed that no incorrect or erroneous results have been reported as a result of this reported concern. Daily qc testing was acceptable on day of testing. Issue occured (B)(6) 2015 issue reported (B)(6) 2015 methodology used: manual gel pattern observed: 3-4+ reactions customer was expecting: negative test repeated: yes. Result obtained by repeating: expected negative results method used to repeat: manual gel customer has used 1 1/2 boxes so far without any reported concerns with their qc or patient testing. Customer reports that current lot is still in use and no additional issues noted. All gel cards confirmed to have normal appearance and stored according to the IFU indications (room temp). Foils confirmed to be intact and secure. Samples collected in edta tubes. Ocd confirmed that the customer's reported concern is not observed with their quality control. Ocd discussed pipetting techniques and the importance of not touching the microtubes during pipetting. Upon follow up with customer, customer reports that current lot is still in use and no additional issues noted.

Manufacturer narrative:
Ocd performed retain testing, batch review, and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).